Event description:
It was reported that one headless compression screw was successfully placed in a good anatomic position. Surgeon's attempt to place a second threaded screw resulted in the tip of the k-wire breaking off. The tip of the k-wire was left in the patient. This occurred twice. Two pieces were left in the patient. Case: left foot lapidus. Follow-up investigation: the tips that broke from the k-wires were left in the medial cuneiform. Mini cam was being used throughout the procedure and the two tips were clearly visible. The k-wires from the complaint devices were discarded.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review could not be performed. Complainant's event is typically caused by user mechanical damage to the device such as prying/leveraging or excessive bending forces of mating instruments over the guidewire. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.